Event description:
The customer reports that one patient sample generated an initial hemoglobin result of 5.8 g/dl when tested on a cell-dyn 3200 sl 110 analyzer. The sample retested at 13.0 g/dl, which the customer states is correct. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this evaluation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 3200 operator manual contains information to address the current customer issue. The exact cause of the customer's issue could not be determined. The possibility exists that some contaminant may have be lodged in the hemoglobin flow cell pathway that was cleared through troubleshooting procedures. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product deficiency is present. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).